Event description:
In (B)(6) of 2006 I had the essure put in to prevent pregnancy in (B)(6) of 2007, I gave birth to my son I was told the scar tissue around the coil didn't fully heal. I later had a scan done again to confirm the scar tissue still hasn't healed. I got pregnant again in 2011, but had to terminate the pregnancy. This past (B)(6) of 2015, I gave birth to a baby boy I signed papers to have a tubal ligation. I was informed when I went in for my f/u that my tube was never blocked that the coil was imbedded on the surface of my uterus. I have since realized that this could have been the cause for my painful periods and sexual intercourse but also many harmful things could have happened to my uterus the fact that the coil was never in my tube has frustrated me, I have two beautiful children that I love dearly but the purpose of the essure was so I couldn't have any more children.